Event description:
Watchman procedure attempted; however, after the watchman was deployed it was unable to be recaptured without injury to the septum. The pt developed pericardial tamponade, required pericardiocentesis and ICU admission.